Event description:
During device evaluation, it was observed the airway mobilescope exhibited peeling of the connecting tube coating. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred due to physical stress of repeated use, external factors, or handling. However, the definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: the operation manual for airway mobilescope maf-gm/tm ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope". Olympus will continue to monitor field performance for this device. Additional information: b1, h4.